Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that speed could not be adjusted. A rotapro console was selected for use. It was reported that there was a problem with rotatiom speed adjustments.